Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site on (B)(4)2 015. Per the fse report, the cover of the reagent cool cabinet had been misaligned and showed visible pipettor scratches. The cover was re-aligned. The pipettor, valve and steering cable were replaced and the pipettor aligned. A qualification run performed and instrument meets specifications again. Scratches on the cool cabinet cover are indicative of pipettor damage that might have interfered with the pipettor's level sensing mechanism. The damage might have led to a failure of level sensing and therefore the empty pathromtin sl vial in the night shift had not been recognized properly. The instrument is performing according to specification. No further investigation is required. The issue is a singular case. Siemens is not aware of similar cases within the life cycle of the bcs instrument.

Event description:
During the night shift the activated ptt (aptt) result of a patient ((B)(6) years, male, heart insufficient, heparin perfusor) using pathromtin sl gave a no clot flag. An activated ptt (aptt) result of >160 sec was reported and heparin therapy was interrupted. The operator later observed that the pathromtin sl reagent vial was empty. The sample was repeated with a new reagent vial and gave a result of 45.5 sec. The patient died. According to the physician the death was due to a myocardial failure. According to physician information available, interruption of heparin administration was not causative event. There is no allegation that harm to the patient or the death was due to the falsely elevated aptt result report.